Event description:
It was reported that the customer had high blood glucose levels of 254 mg/dl. The customer reported multiple unexpected restarts by the insulin pump. Troubleshooting was done. The customer reported that the insulin pump continued to restart unexpectedly during normal use. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed after battery installation due to connector on interface board leaking voltage. Insulin pump received with cracked case at display window corners and minor scratches on lcd display window.